Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-231143-01 was reported in error. The recall information should have been included in the h7 and h9 of the previous supplemental.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D9: device available for evaluation - correction - inv was created by mistake. Ffa lab never received the product for investigation. The bot created inv.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.